Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.

Event description:
It was reported that the unit exhibits consistently faulty behavior. This has occurred during a case, resulting in a delay of 10 minutes to utilize a separate unit. Further, orange light is emitted from the unit and it doesn't come off stand-by mode. The account reports that the unit has been repaired four times.